Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported the therapy had not helped at all since day 1. They didn't think it was doing its job and they had it off half of the time. There were points that they couldn't urinate and they couldn't have a bowel movement or go to the bathroom. The patient stated they needed help turning stimulation off and their healthcare provider told them to call patient services. They were asked why they wished to turn stimulation off and they stated it was painful and they couldn't handle it. The night prior they had to go through it for 3 hours, it felt like someone was electrocuting their crotch until they turned it off the morning of the report. They said their healthcare provider had changed the settings a few times, but it wasn't working. They thought stimulation was turned off, but they wanted help confirming. The patient reported stimulation was off, set to program 3 at 2.7v. They said the painful stimulation started 2 days prior to report. The patient was assisted with using the controller to verify the stimulation was off. They had turned it off an hour prior to calling. They were asked if the painful stimulation was off and they responded that it was better, they didn't feel the pitch in their vagina. It was reviewed that this may be residual stimulation and the patient was redirected to their healthcare provider. No further complications were reported or anticipated.